Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose. Customer stated that the infusion set came out while he was sleeping and he didn't know it. This was the second occurrence which led to the hospitalization. The current blood glucose is 78 mg/dl. The paramedics were called to treat high blood glucose of 500 mg/dl. Customer was nauseous. Diagnosed diabetic ketoacidosis. Nothing further reported.